Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during raster pattern with an intralase patient interface (pi) after the patient was applanated and after laser fired. It was noted that one (1) flap/ring procedure was replaced and the surgery was completed with the same pi. Per account, patient squeezed eye during the raster pattern causing a loss of suction. Suction was reapplied and the procedure was completed successfully without complications. They utilize a total of two (2) procedures to complete the os. There was no patient injury reported and no surgical intervention was required.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/14/2018. Device returned to manufacturer? Yes. Device evaluation: the device was returned however it was labeled by the customer with another rga number. It was not until following up with the account requesting the pis to be returned that the account reported the tracking number of the pis. The lab staff was able to realize the pis were mislabeled with another rga and because of this they were discarded following the procedures. The pis were not able to be tested. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60107015. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.